Event description:
It was reported that, prior to patient use, the tracheal tube connector had been broken. There was no reported patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). One endotracheal tube was received for evaluation. The sample was received sealed in its pouch and a visual inspection was performed. This found that the connector was broken and part of the connector was still attached to the tube. The customer reported complaint was verified.

Manufacturer narrative:
(B)(4).